Event description:
Additional information: it was reported that the patient outcome following the event was that the patient was 'fine'. There were no known complications or issues.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter, product ID 8590-1, lot# n274230, implanted: 2012-(B)(6), product type accessory. (B)(4).

Event description:
It was reported that the catheter was removed due to a granuloma that was found. The granuloma was observed at the va in boise and the patient was sent to the va in seattle where the explant surgery took place. The reporter noted that the catheter was removed 'without a problem'. It was reported that the pump remained in the patient and was filled with preservative free normal saline at minimum rate for possible replantation of a catheter at a later time. It was later reported that the granuloma was not removed. When the granuloma was found the concentration and dose of medication were lowered; however, the concentration and dose were unknown at the time the granuloma was found. At the time of explant the medication that was in the pump was morphine 20mg/ml at a dose of 2mg/day. The patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).